Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for an error and that the customer had to rever to syringes due to diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. The drive support disk was normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test due to a33 error alarm. All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronic assembly or motor noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.